Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had cardiac arrest with monitor readings of no/low flows. The log file review captured low flow events on (B)(6) 2021 and (B)(6) 2021. These occurred at times when pulsatility index (pi) was elevated. The cause of the low flow events was hypoxemic cardiac arrest. The low flow alarms resolved when relative state of charge (rsoc) was achieved. The controller was exchanged at that time due to the low flow alarms. The log file showed that the driveline disconnected for the controller swap. In addition, the log file began to capture low speed alarms on (B)(6) 2021 due to the pump speed being manually adjusted below the low speed limit. There were further changes made to the pump speed. The pump was originally set to 5400 rpm with a low speed limit of 5200 rpm and was reduced to 3200 rpm and then 4000 rpm. During this time the flows dropped to as low as 1.2 lpm. The low speed alarms resolved and the speed was returned to 5200 rpm. The patient remained intubated. The plan of care for the patient was intubation, a computed tomography of the brain (ctb), inotropes/pressors were weaned, and therapeutic hypothermia was done. Related manufacturer report number of controller: 2916596-2021-02334.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed through the evaluation of the submitted log files. Although a specific cause for the alarms could not be determined through this evaluation, the account communicated that the low flow alarms on (B)(6) 2021 were due to cardiac arrest. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrest could not conclusively be established through this evaluation. The submitted system controller event log file contained data from (B)(6) 2021 through (B)(6) 2021, when the driveline was disconnected, consistent with the report that the controller was exchanged. Multiple low flow alarms were observed on (B)(6) 2021 and on (B)(6) 2021. Of note, pulsatility index (pi) values were elevated during the low flow alarms. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18jan2021. No further information was provided. The manufacturer is closing the file on this event.